Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite changing the infusion set and cartridges multiple times, the customer was unable to observe insulin exiting the tubing during the fill tubing step of the load process. Reportedly, air bubbles were present in the tubing due to disconnecting and reconnecting the luer lock. The customer's blood glucose level was 194 mg/dl. Reportedly, the customer was unable to successfully prime out the air bubbles. The customer has manual injections available as alternate insulin therapy.